Event description:
5/30/2000: a donor center contacted baxter to see if any reports of bacterial contamination had been received associated with the referenced lot number. A review of the fenwal complaint database verified there was not. This customer indicated having received a report that on 5/4/2000, a pt had developed chills, nausea, and an elevation in temperature, with transfusion of single donor platelets. Exact temperature reading and time of the event was not provided. No info regarding the pt was provided other than indicating the recipient was doing fine as of 5/9/2000. The reporter only indicated that cultures were performed on the recipient and the product bag, resulting in gram positive cocci growth. No other info has been provided to baxter regarding this event.